Event description:
(B)(4) received from hospital states that a patient was revised to address what was believed to be early loosening of the tibial component. Patient reported continuous pain, especially with weight bearing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-23210. This report, 1818910-2012-83053, will be rejected - 1818910-2012-23210 will be kept for investigation purposes.